Manufacturer narrative:
The device kd-401q-0725 was returned for evaluation. The lot number was 16k¿, (m-bc manufacture date: jun 2021). Device evaluation, the following were noted: the cutting wire was broken on the proximal side. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire, length of coated portion, operation of cutting wire. This instruction manual (drawing no. Gk2934, revision no.29) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿ olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
It was reported that after a sphincterectomy procedure, the cutting wire was cut before the endoscope device was removed. Reporter reported no patient consequences as a result of the event. The intended procedure was completed using the same set of equipment. There was no patient harm, no user injury reported due to the event.